Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the patient stated he has not used his device or charged it for some time now. He stated two days ago he noticed his left butt cheek got really hot, and that is where his ins is. He stated this is intermittent and was wondering if the ins could be the cause. The caller was redirected to follow up with their healthcare provider (hcp) to check up on the device. No further complications were reported. No additional patient symptoms were reported.